Event description:
Information was received that this smiths medical cadd ms3 pumps lost programming and exhibited line across the display. No reported adverse effect.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. Investigation found that the device had lines missing on the lcd screen. Service replaced the lcd to correct the reported issue. No issues were found with the device losing the program; however, the software will be re-installed as a preventive measure. Based on the evidence, the complaint regarding "line across display" was confirmed, and the problem source of the reported event is unknown.